Manufacturer narrative:
The home patient was asked to swap the device, however, refused to swap.

Event description:
An adult home patient (hp) contacted a baxter technical service rep (tsr) regarding waking up to pain in arms, hands, and legs (abdomen not distended). Hp wanted to drain. Tsr had patient press stop and immediately began a manual drain. The hp drained 3203ml in the manual drain. The hp's program parameters are as follows: ccp/ipd, tv=10000, tt=9:00, fv=2500ml, lfv=2500. Dex=same (2.5%); initial drain alarm set point: not available, minimum drain volume percentage, if known na. The hp had a manual day fill of 2500ml and the previous nights last fill volume was 2600ml. The hp does not recall what they drained in initial drain. The hp discontinued therapy and had no further dialysis that night. The hp did not experience any alarms and no cycles were bypassed. The hp's therapy settings and prescription have not recently been changed. Medications have been changed recently (hp can't remember names) and the hp has had very little appetite. The hp does not feel like they are holding fluid in their limbs and has never been diagnosed with congestive heart failure of cirrhosis. There have been no other problems with therapy and the hp's drain history has been good. A follow-up with the rn revealed that the rn was aware of this incident, and said it was not related to dialysis, and was related to another condition (rn did not feel it was appropriate per hipaa to discuss non-dialysis related info). This writer asked about the extra 703ml the hp drained, and the rn said that level of ultrafiltration (uf) falls "well within" the hp's usual level of uf. No patient injury or medical intervention was associated with this incident per the rn.